Event description:
A customer in france reported a contamination issue in association with the emag® instrument. The customer reported that after the first sample run of the day, the sample drawer was removed, and there were drops of blood on the grid that is above the drawers. The blood was not dried or coagulated so it did not appear to be from the last run on the previous day. The technicians found additional blood when cleaning the underside of the grid. The pipettor was checked and there was no trace of blood around the pipetting head point. After assays, it appeared that the blood drops are due to the loading of the racks when the rack is clipped to the bottom of the drawer. An experiment was performed with tubes loaded with water and dye, and the same issue was observed. There is no indication from the laboratory that the issue led to discrepant results or adverse events related to a patient, nor any report that the blood exposure led to any adverse events related to the user; however, there was unexpected leakage of sample/reagent contents. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in france reported a contamination issue in association with the emag® instrument. Additional information was obtained when biomérieux visited the customer on (B)(6) 2018 through (B)(6) 2018. The issue was reproduced by r&d labs when using a lot of force when loading the racks into the instrument. This point was discussed during the onsite visit. The issue with splashing was confirmed and reproduced, only when the rack was handled by one of the technicians who was moving the rack with high speed and pushing the rack with force toward the bottom of the loading bay. In regards to loading the rack, the user manual indicates, "movement must be smooth, with no accelerations or decelerations." The leakage was most likely due to how the rack was handled and insertion of the rack into the device.